Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator is not delivering volume. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and an international philips field service engineer (fse). The philips international fse replaced the exhalation flow air sensor. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.